Event description:
Patient revised due to spin out.

Manufacturer narrative:
Examination was not possible as no product was returned. Although the exact root cause of the spin out could not be determined, it is likely that ligament laxity was a contributing factor. The investigation could not identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.